Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin@home transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were made.